Manufacturer narrative:
A visual and functional inspection prior to the repair showed that the product had a dent in the head and in addition 2 further dents in the sleeve. Root cause is a strong external force, e.g. A drop of the product. The dent caused that the push button of the back cap stuck in, interfering with the inner moving parts, causing high friction and hence heat up of the head. It was also found that the ball bearings of the head drive have seized due to the dents. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. (B)(4).

Event description:
The dental assistant was only able to inform that 2 patients have been burned with this handpiece. Patient names are not recalled hence she is not able to supply further information. She asked to call the kavo representative who picked up the handpiece. He supplied information that the first patient was burned on saturday before christmas. The incident was not noted and hence handpiece was used again on the next monday and burned a second patient. See also MDR 3003637274-2019-00004.